Event description:
It was reported that during a lap gastric bypass procedure, the device cut but did not staple when going across the small bowel." No patient consequences. Case completed with another device of the same product code.